Event description:
The rptr stated that meter to hcp meter comparison tests were done. Meter reading at home was 100 mg/dl. Thirty minutes later, the rptr went to the rptr's dr's office and tested on the hcp meter (type unknown) with a result of 169 mg/dl. The rptr did not have any symptoms. A control solution test was not done due to lack of supplied. No harm was alleged.